Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported to the hcp that the device stopped working in 2014, two years prior to (B)(6) 2016. No symptoms were reported. It was noted that the patient did not intend to follow-up with any hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.